Event description:
It was reported that, "the poly failed. We replaced 9mm duracon condylar insert with a-p lipped 11mm insert."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.